Event description:
A day svc mgr reported that there were kinks in the tubing during three different procedures. As a result, the system needed to be reprimed during surgery in each case. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection and functional testing could not be conducted. It was indicated that the customer received a trayless version of the device per the lot number. The root cause of the customer's complaint is not known; a sample was not returned for this event. An internal investigation has been opened to address complaints of a similar nature in the device's trayless configuration. (B)(4).